Manufacturer narrative:
The connex vsm 6000 series of monitors is intended to be used by clinicians and medically qualified personnel for monitoring of neonatal, pediatric, and adult patients for noninvasive blood pressure (nibp). Pulse rate (pr). Noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2). Body temperature in normal and axillary modes. The most likely locations for patients to be monitored are general medical and surgical floors, general hospital, and alternate care environments. Monitoring can be accomplished on the vsm 6000 series bedside monitor itself, and the vsm 6000 series bedside monitor also can transmit data continuously for secondary remote viewing and alarming (e.g., at a central station). Secondary remote viewing and alarming features are intended to supplement and not replace any patient bedside monitoring procedures. Upon inspection, the hrc technician determined that the power cord was burnt. The customer was provided with a replacement power cord. Although there was no reported injury with this event, overheating of the power cords were to recur, it could potentially cause serious injury or death. Therefore hillrom is reporting this event.

Event description:
The customer reported the power cord was bad. This event was captured under hillrom complaint ref # (B)(4).